Manufacturer narrative:
The crocodile sa ergonomic modular subject of the reported event was returned for evaluation. Evaluation results determined that three pin components which hold the device together were missing from the device. This breakage is not indicative of normal use. The distal end detaching from the device is most likely attributed from excessive force which allowed the pins to separate from the device. The crocodile sa ergonomic modular instructions for use (IFU) states the following with regards to proper usage, "avoid mechanical shock or overstressing the devices; this will cause damage." Steris offered in-service training on the proper use and operation of the crocodile sa ergonomic modular device; however, the user facility declined. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure the distal end of their crocodile sa ergonomic modular "snapped off" creating a procedure delay. No report of injury.